Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the device had cut mark on probe body that caused the internal oil leaked out. The most probable cause of the complaint is cause traced to component failure. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device was had a cut or dent also was discovered as broken. This was found during reprocessing. There were no reports of patient involvement.